Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-sep-2019 the following findings: during investigation, there were cs 052 alarms duplicated at power up and could not be cleared. The transceiver board flex was found to be cracked. Transceiver flex cable was disconnected and 052 alarm cleared. The pump was returned with battery compartment crack above grip. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr), and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.